Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported issue "emergency battery shuts off" was reproduced while trying to charge a known good battery. A review of the event history log revealed battery alert messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be depressed battery pins on the rear case. The rear case requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump emergency battery shuts off. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.